Event description:
The patient is a (B)(6) male who underwent c4-5, c5-6 and c6-7 anterior discectomy, fusion and anterior plate instrumentation utilizing the alphatec trestle luxe system on (B)(6) 2016. Periodic postoperative imaging documents subsequent migration of a plate fixation screw, prompting a second surgery on (B)(6) 2017 to remove the screw. Postoperative imaging suggests failure of the fixation plate's locking mechanism.